Event description:
It was reported that this right ventricular (rv) lead had low amplitude. Boston scientific technical services (ts) suspected lead dislodgement and recommended an x-ray to confirm lead positions. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.